Event description:
The lead was revised after a 'wire came loose' (please reference mfg report 3004209178-2008-06184). Device registration system indicates a new lead was placed. The implantable neurostimulator was reprogrammed on approximately 3 weeks after revision surgery and the pt was getting relief. Two days after reprogramming the pt reported not feeling stimulation sensation again. The pt increased the amplitude by 0.5 volt increments to 10.0 volts but he was not feeling stimulation. Additional info has been requested. A f/u report will be submitted if additional info becomes available.